Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the main printed circuit board assembly was out of electrical specification. Analysis also found the output connector assembly was broken. The hanger assembly, one case screw, and hanger screw were contaminated. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.the external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.